Event description:
The customer reported that the iabp generated an "electrical test failure code#52" (drive transducer offset failure) during the system start up self test, prior to use on pt.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, the pneumatic drive transducer was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.(B)(4).